Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood clot occurred during the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. A rotor roller occlusion pin came loose on the blood pump damaging the rotor housing and the machine did not provide any diagnostic messages or audible alarms but the patient¿s blood started clotting. There was no serious injury or adverse event associated with the reported issue. The biomed reported that the patient completed treatment on another machine. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. The location of the blood clot was not specified. The complaint device was not returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a blood clot occurred during the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. A rotor roller occlusion pin came loose on the blood pump damaging the rotor housing and the machine did not provide any diagnostic messages or audible alarms but the patient¿s blood started clotting. There was no serious injury or adverse event associated with the reported issue. The biomed reported that the patient completed treatment on another machine. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. The location of the blood clot was not specified. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.